Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, right ventricular contrast injection revealed a pericardial effusion resulting in tamponade. The device was never uncovered by the protective sleeve. A pericardiocentesis was performed following by a pericardial window. The patient was stable.